Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6).2025. On (B)(6).2025, the patient experienced nausea, vomiting, and ¿symptoms consistent with dka¿. The patient¿s mother brought the patient to the emergency room between 1-2am. At the emergency room, the patient¿s bg meter reading was approximately 400 mg/dl while the cgm was reading 80 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with IV insulin. The patient¿s omnipod insulin pump was also removed. The patient was discharged home the following day with a bg meter to use for comparison to the cgm device when needed. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.